Event description:
Caller alleged imprecision with the inratio2 meter. The caller stated that the pt's coumadin has been withheld based on inratio results. Complaint's summary: dates: (B)(6) 2013, inratio inr: >7.5, 5.8; (B)(6) 2013, 5.4; (B)(6) 2013, >75.; 01/13/2013, 4.8, >7.5. Pt's therapeutic range: 2-3. Caller stated that the customer added multiple drops of blood to the test strip.

Manufacturer narrative:
Investigation pending.